Manufacturer narrative:
Block h6 : imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted into the common bile duct to treat a stricture caused by cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was not dilated prior to stent placement. During procedure, the sheath had already fully retracted, and the stent was able to be deployed. However, the stent remained constrained, it failed to expand. The physician and nurses waited for two to three minutes but the stent remained constrained. The stent was then removed with the use of forceps, and the procedure was completed by using another wallflex biliary stent of a different length. There was no patient complications reported as a result of this event.